Event description:
The customer reported one (1) occurrence regarding the bausch & lomb knife (B)(4) lot number is unk. Customer described incident as "the procedure required use of an mvr blade. During removal of the mvr blade, the tip of the blade was fractured and a small fragment of the tip remained intraocular. In spite of multiple attempts and techniques to identify and/or retrieve the (stainless steel) fragment, it remained embedded in the eyewall. Post-op pt was discharged home without complications. Pt is scheduled for follow-up CT of left eye." (B)(4).

Manufacturer narrative:
The sample was discarded by the customer therefore, no product will be returned. Product available in stock for the finished good item (B)(4) were manufactured after the event date reported, samples will be retrieved for eval of these.